Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the device displayed an audio failed error message. It is not known at the time of this report if audio was functional. The customer reported that there was no patient harm.